Manufacturer narrative:
The insulin pump alarmed for a motor error during the rewind due to a corroded motor home switch. The insulin pump had minor scratches on the display window, a cracked case near the display window corners, cracked battery tube threads, a cracked reservoir tube lip, a missing end cap sticker, and a loose and protruded drive support disk.

Event description:
It is reported that the patient's sensor insulin pump displayed a motor error. The patient's blood glucose level was unknown. Trouble shooting was conducted and we explained the possible causes for the alarm. Device is being returned. No further information available.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.